Event description:
The patient was implanted with a scs system which includes two leads from the same lot. It was reported the patient underwent surgical intervention to remove and replace her ipg (reference MFR. Report: 1627487-2015-23161). During the surgical procedure the leads were tested and patient had bilateral stimulation, however; at the postoperative appointment the patient reported the stimulation was stronger on the left and she experiences worse pain on her right side. Follow up information identified the patient underwent surgical intervention to remove and replace the leads and electively removed and replaced the ipg to take advantage of newer technology.the patient is receiving effective stimulation.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.